Event description:
On april 30, 2008, it was reported to boston scientific corp that a button replacement gastrostomy device, which was placed on six days earlier, "... Leaked nutrition several days after placement". It was also reported that the device continued to leak after decompression was performed. And, according to the complainant, when connected to a syringe, nutrition was drawn, leading the customer to suspect that the device backflow valve was not functioning properly. At the conclusion of the procedure, the pt's condition was reported as "good".

Manufacturer narrative:
The suspect device has not been returned for eval; therefore, an analysis is not available. The cause of the reported malfunction is undetermined. The device history record for the pertinent lot was reviewed; no anomalies were noted. A search of the complaint database revealed no add'l complaints have been reported for this lot. The april 2008 15-month replacement button enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.